Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return to manufacturer.

Event description:
It was reported that during a surgical procedure, the surgeon brushed the tip over his glove, and in doing so it burnt a hole in his glove. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Electrical testing of the returned device was performed. The pencil functioned as intended. The IFU ( #0703-046-708 rev.a) contains information and warnings as follows; "do not allow the pencil cable to be in contact with the skin of the patient or the operator during electrosurgical activation." "Do not touch the electrode when adjusting the position of the suction sleeve while the pencil is in use." The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the surgeon brushed the tip over his glove, and in doing so it burnt a hole in his glove. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.